Manufacturer narrative:
No fault was found during service activities, and the system was returned to use with monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the single shot functionality was not working; issue unresolved on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.